Manufacturer narrative:
The pump and associated equipment were not returned. A correlation between the device and the reported gi bleeding could not be determined through this evaluation. The instructions for use lists bleeding as a possible adverse event that may be associated with the use of the thoratec ventricular assist device (vad) system. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was transplanted on (B)(6) 2014. The patient was listed as status 1a for gi bleeding. The hospital staff reported that the gi blooding felt to be related to the patient's international normalized ratio (inr) with her vad and history of anti-phospholipid antibody. No other information was made available.

Manufacturer narrative:
(B)(6) . No further information is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.